Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a life indicator with a premature failure rotation. The life indicator rotated prematurely before the instrument life expired. Log review and the system screen showed two (2) lives left. Additional unrelated observation: the blades were stuck. Both blades were locked in a closed position and could not be opened manually nor on the system. Although they were blocked one towards the other, movement of the blades together in the yaw direction was possible. The instrument was found to have contamination on both blades, which led to the impossibility of open movement. They were opened with effort and then opening them was possible. The probable root cause of the reported failure are attributed to a weak connection between the tab and input (e.g., mechanical interference) or an error in system recognition of the usage of the instrument life.

Event description:
It was reported that prior to the start of da vinci-assisted oophorectomy surgical procedure, the monopolar curved scissors (mcs) instrument maximum use indicator turned red when it still had one life left. The instrument was able to open close jaws when installed. A backup instrument of the same kind was used to complete the procedure with no patient harm.